Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while their vela ventilator was in use with a patient, it alarmed "vent inop", "motor fault", and "xdcr fault". The customer reported that the device was replaced and there was no patient harm or injury.

Manufacturer narrative:
The suspect ventilator main printed circuit board assembly (pcba) was returned to vyaire and evaluated. The reported complaint was confirmed and duplicated. It was determined, based on the device evaluation, that the root cause was solenoid failure.